Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin infusion was interrupted alarmed occurred on the customer's device. It was reported that the customer had gone into diabetic ketoacidosis and was taken to the hospital. It was reported that bent cannula was noted. No further information provided.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. No leaks or air bubbles were noted during testing.